Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Arrived on-site and confirmed monopolar function was working normally. Used hospital monopolar instrument and cable, but monopolar active normally. Checked system and erbe error logs; no errors found. Customer reported that he followed tse indication performing a system restart but did not retest erbe function. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted head/neck surgical procedure, that monopolar energy was not available while bipolar energy remained available. Troubleshooting had already been performed by swapping the instrument and energy cable, installing the instrument on another patient-side manipulator, and rebooting the system, but the issue persisted. It was also confirmed that all energy shield monitor indicators were blue, the monopolar instrument could be manipulated, and no error messages were displayed. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the contact reported that the case did not require adding additional ports because it was an ent procedure, and that conversion (if needed) would be straightforward for the surgeon. The contact also reported no information suggesting any patient injury.